Event description:
On (B)(6) 2008, the plaintiff was implanted with an ams sparc sling system. It was reported by the plaintiff's attorney that the plaintiff "suffered injuries including pain, infections and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.